Event description:
See initial report.

Manufacturer narrative:
H11: reportedly, the gas blender requires very high gas settings (fio2) compared to all other blenders, and, when the perfusionist attempted to set a high-pressure alarm, no audible alarm was triggered. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The electronic gas blender (egb) was returned to the manufacturer: reported event was confirmed. The air gas regulator was found to be faulty. The device was manufactured in 2006, and analysis of the complaints database indicates that no additional events related to this unit have been reported in the past. No concerning trend was identified for this failure mode. Based on the investigation findings, the event was attributed to a defective air gas regulator in the gas blender. Failures of mechanical components and/or electronic boards may be associated with multiple non-deterministic factors, such as exposure to heat, dust, and moisture; accidental impacts (drops or falls); power overloads or surges; as well as variability in micro components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Event description:
See intial report.

Event description:
Livanova deutschland received a report that an electronic gas blender, during priming, showed sporadically measuring errors at increasingly shorter intervals. In addition, it also shown that the unit no longer emits audible alarms in an emergency. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in stuttgart, germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.